Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded el-connector (electrical connector) during user handling. It caused abnormality in electronic components and the image disappeared. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope video turned off during procedure. The device was switched off at the start of the procedure without causing any harm to the patient/operator. The endoscope was immediately replaced, and the procedure was not delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿video turned off during procedure" was confirmed. The following findings were noted during device evaluation: due to water invasion electrical connection flex port contact corroded, bending section glue separated, electrical connector circuit board malfunction, flexible printed circuits no function, scope cord flexible printed circuits (fpc) broken, and angulation play does not meet specifications. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.